Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon troubleshooting, fse found the issue was due to defective ups 1phase data integrity controller sp and ups 1phase data integrity battery sp. Upon failure analysis of defective ups 1phase data integrity controller sp, it was found that the several components on pcb were burnt. Failure analysis of ups 1phase data integrity battery sp shows failure with unknown fault and there is no obvious damage upon visual inspection. Fse replaced ups 1phase data integrity controller sp including ups 1phase data integrity battery sp. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system did not start up. The device was outside of clinical use at the time of the reported event. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the ups (uninterruptible power supply), including the battery and returned the device to use in good working order.